Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002. Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please provide the onset date/time of pain from the initial procedure (# of post-operative days). Location and character of pain? Is there any specific activity that precipitated the pain or eased the pain? Please describe any medical intervention given for pain management including medication name and results. Date of the re-operation? In what structure was the piece of the endoloop found? What piece of the endoloop came off and fell off into the patient? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent an appendectomy procedure on (B)(6) 2020 and suture was used. During the procedure, a part of the device/knotpusher fell off and remained in the body of the patient. Three years following the appendectomy, the patient reported again with abdominal pain, after which a corpus alienum was detected. This corpus alienum was determined to be derived from the device/knotpusher. The patient needed to undergo a procedure in (B)(6) 2022 to remove the corpus alienum, after which the abdominal complaints of the patient were solved. Additional information was requested.